Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was not returned to animas. The animas customer support representative assisted the patient's mother (reporter) in setting up the pump's maximum daily delivery totals, which may have prevented delivery of insulin the day the pt reportedly experienced ketones. When following up on the patient's condition, the reporter did not have the pump to troubleshoot. The animas customer support representative advised the reporter to contact an hcp regarding settings, site selection, and appropriate action for elevated blood glucose with or without ketones. The reporter verbalized that she will call animas back for any additional assistance. Since that time, the reporter has not reported any further issues.

Event description:
The pt reportedly had large ketones on (B)(6) 2011. She reportedly had a blood glucose level of 333 mg/dl upon waking that morning prior to having ketones. At next check, the patient's blood glucose level was greater than 400 mg/dl (time unk). She tested again later that day and the blood glucose level reportedly remained greater than 400 mg/dl. At that time, the pump reportedly displayed a message that indicated insulin delivery was stopped. The reporter does not recall what the message read. The animas customer support representative assisted the reporter to increase the maximum amount of insulin that can be delivered daily. Later that evening, the pt reportedly presented with large ketones and treated by drinking plenty of water. The pt reportedly changed her infusion site and delivered a bolus for the food she was eating that evening. Her blood glucose level before going to bed was 97 mg/dl and when she woke up at noon, her blood level was in the 100's mg/dl (exact reading unk).